Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 250 mg/dl. Reportedly, the customer stated that they did not have their back-up pump available at the time of the call. Multiple follow-up attempts were made to confirm that the customer was able to access back-up insulin therapy; however, the customer did not respond.